Event description:
Pt's home monitoring showed 104 detections. The lead was slighty jammed in between the clavicle and the rib. The lead had been implanted for about 18 months.

Manufacturer narrative:
No mfg error or material defect could be found by the analysis. The cuts in the insulation most likely occurred during the explantation. The detections shown in the home monitoring were caused by the destroyed lumen. As was already mentioned in the complaint, the lead was jammed between the clavicle and rib in the implanted state. The external dynamic pressure put a severe strain on the lead. The severe strain on the lead led to fraying of the inner structure of the five-lumen tube.